Event description:
Pt stated that when he opened accu-chek test strip bottle - lot #548469 - exp 06/30/2006, he noticed the small plastic strand on the top of the vial. He didn't think anything about it until he received the roche warning from pharmacy about this.